Manufacturer narrative:
Although the patient's exact age is unknown, the patient is (B)(6). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). A visual examination of the returned guidewire revealed that the guidewire presented extensive bend damage and a fracture of the core wire. The fracture region presents reduced cross-sectional area and angled fracture faces suggesting ductile, tensile overload with torsional loading. The specimen also presents varied, random deposits of apparent organic material on and between coil wraps throughout the length of the specimen device. No other damage or inconsistencies are noted to the specimen at this time. All joints appear to be correct and tact by visual examination and by nondestructive testing. Except were noted, the specimen device appears visually and dimensionally correct. The damage present at the distal tip, combined with the nature of the core wire fracture suggests the device came under constraint during the clinical application and was manipulated in some manner to free the device from the constraint condition. This conjecture is supported by the extensive stretch damage and the numerous bends present over the length of the specimen and therefore the root cause has been determined to be operational context.

Event description:
It was reported to boston scientific corporation that an enteral guidewire was used in a colonoscopy with stent placement procedure on (B)(6) 2011. According to the complaint, during the procedure two wallflex colonic stents failed to deploy in a stricture in the sigmoid colon. It is unknown if the stricture was malignant, but the anatomy was not tortuous. When the guidewire was removed from the patient it was noted that the guidewire was frayed. It was reported that no part of the guidewire detached. There were no patient complications and the procedure was completed with a different device. The patient condition has been described as "fine." On (B)(6) 2011, investigation results revealed a core wire fracture, making this a reportable event.